Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event: unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
The patient underwent a laparoscopic roux-en-y gastric bypass with omental pedical flap, small bowel resection, hiatal hernia repair and partial gastrectomy. Operative findings included a probable gastrointestinal stromal tumor on the posterior aspect of the fundus as well as a moderate sized diaphragmatic hernia at the esophageal hiatus. The operative report indicates that a ¿21-mm eea stapler¿ and an ¿endo-gia 60mm blue loaded stapler with peri-strips dry with veritas staple line reinforcements¿ were utilized during the surgery and no difficulties were noted with any stapler firings. The patient was discharged the next day with no major complaints and with good pain control. On post op day 13, the patient underwent a diagnostic laparoscopy which was converted to open and revision of roux-en-y gastric bypass with placement of gastrostomy tube. The operative report indicates the procedure was converted to open the staple lines on the gastric pouch were dehisced although the circular staple line ¿appeared to be intact.¿ the staple lines on the roux limb were also noted to be ¿almost completely dehisced.¿ the surgeon noted there was enough pouch left to recreate a gastric bypass by using another circular stapler with the roux limb and the anteriod and posterior aspects of the pouch were closed with suture. The patient also received an esophageal stent placement approximately one month later and required a feeding tube and drainage tubes for several months."

Manufacturer narrative:
(B)(4) date sent: 3/29/2022 see attached medical records.